Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿compromised image¿ was not confirmed. The device evaluation found the nozzle had foreign objects due to insufficient cleaning. Additionally, due to clogging of the nozzle, water removal ability did not meet the standard value. The up/down knob had a scratch and made an abnormal sound due to physical damage. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The forceps elevator knob and lever had a scratch. And the adhesive around the objective lens was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a definitive root cause of the remained foreign material could not be established. The event can be detected and prevented in accordance with the following IFU: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported compromised image on the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a foreign object in the nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.